Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Poly swap, and washout on patient's right knee. The medical reason for the poly swap and washout was because of an infection. It was a revision of the primary component.